Manufacturer narrative:
Clinical investigation: a likely temporal association exists between the liberty cycler and liberty cycler set and the patient¿s peritonitis event. However, there is no documentation that indicates a causal relationship. The etiology of the peritonitis cannot be fully determined with the current available information. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
On (B)(6) 2017, a peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis approximately one month prior. The exact date of the event is unknown. The patient had a pd effluent culture performed which revealed the growth of the organism kocuria kristinae. The source of the peritonitis was unknown. The patient was treated outpatient with unspecified antibiotic therapy. The patient reportedly continues pd therapy.